Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer resolved the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 27, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A biomedical engineer reported that during a cataract extraction with intraocular lens implant procedure the vacuum was poor and would not raise any higher. The handpiece was exchanged with no resolution to the issue. The system was exchanged and surgery was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).